Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image scope communication error e216 due to fluid invasion in scope connector. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had error code e216 (scope communication error code) during a diagnostic colonoscopy procedure while the patient was under sedation with the device inside the patient. The procedure was completed with same device. There were no reports of patient harm.